Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify button error alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 206 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.